Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail self-test. The blade was dislodged 0.104 outside the blade garage. Upon visual inspection, there was no bio debris found at the instrument tip. The knife slot measurement passed at 0.027". After manually retracting the blade, the instrument passed self-test. A review of instrument logs showed multiple homing failures. Additional information not reported by site: the instrument was found to have a dislodged ceramic dot. The ceramic dot measuring approximately 0.014" x 0.033" was not returned.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system failed to recognize the instrument. The drapes were removed and replaced, and the instrument was installed on multiple arms, but the customer received the same message. The instrument was replaced. The procedure was completed with no reported patient harm or injury.